Event description:
It was reported that the catheter was placed in the right atrium and the catheter electrodes became fused. The catheter was unable to return to original shape. Another catheter was placed in the inferior vena cava (ivc) to pull the catheter apart, and the catheter was then removed from the patient. The patient required pericardiocentesis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and primary analysis revealed that the manipulator wire was broken. There was also out-of plane deflection and the catheter was kinked. Visual analysis revealed that there were kinks in the shaft at 93, 94, and 101 cm from the handle, and this would have contributed to the inability to form the correct shape. The band electrode was flattened and shaft was twisted. There was apparent implant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the catheter is in process; the results will be forwarded when available.

Event description:
It was reported that the catheter was placed in the right atrium and the catheter electrodes became fused. The catheter was unable to return to original shape. Another catheter was placed in the inferior vena cava (ivc) to pull the catheter apart, and the catheter was then removed from the patient. The patient required pericardiocentesis. No further patient complications have been reported as a result of this event.